Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01054. It was reported that the patient experienced ineffective stimulation. The patient also experienced pain at the ipg site (mfg report reference: 3006705815-2019-01055). The patient plans to undergo surgical intervention.

Event description:
Related manufacturer reference number: 3006705815-2019-01054. Follow up information received that the patient had the system explanted.